Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery on tibia with the product in question. In the surgery, a ccs4.0 screw was used. During guidewire insertion, while the tip was beginning to bite into the bone, the surgeon tried to change direction by moving the hand, but the wire broke off at the tip of the power tool (k wire chuck) in the process. Since the broken piece was at a position where it could be grasped, it was removed using the power tool. There are no pieces in the patient. The surgeon confirmed by x-ray. The surgery was completed successfully with 30 minutes surgical delay. The patient outcome was reported to be stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 292.620s. Lot # 176l438. Manufacturing site: früh verpackungstechnik ag. Release to warehouse date: 12 may 2023. Expiration date: 01 may 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device history review: part: 292.620. Lot: 5415p66. Manufacturing site: balsthal. Release to warehouse: 19-apr-2023. A DHR evaluation was performed for the finished device article # 292.620 lot # 5415p66, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.